Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047, analyzer. (B)(4).

Event description:
It was reported the programmer locked up, was beeping, and power cycle would not clear. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device had three short beeps and then locked up, a circuit board was replaced and the stylus was calibrated. It was also noted that the hard drive, system fan and power supply were noisy.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.